Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated the cgm was displaying 158 mg/dl when the started to fall and fainted. The patient's roommate called 911 and when the paramedics arrived, they checked the patient's bg and it was 40 mg/dl. The patient was transported to the hospital and was provided orange juice, and "sugar syrup" was provided to them through IV. After treatment, the patients bg was 120 mg/dl and then sensor was removed from the patient's body by their physician. The patient was discharged from the hospital the following day. At the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.